Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the device was screwed into the bone to the predefined mark. The device then could not be broken off, after several attempts the whole device broke out of the bone. No broken parts remained inside the patient. A second device was used to finish the surgery successfully. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 08-dec-2021: it was confirmed that a new anchor is not necessary and the surgeon only rinsed the joint.